Manufacturer narrative:
After an investigation conducted by siemens, it was discovered that the air compressor was wired incorrectly, causing it to malfunction. A siemens customer service engineer installed a new air compressor. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2013-00519 was filed on (B)(4) 2013. Additional information (04/01/2014): siemens healthcare diagnostics has confirmed that a small number of vista air compressors we received from our vendor were miswired. If installed and powered up, these components could cause a fire or become an electrical shock hazard. Urgent medical device correction (umdc) 14-19 was sent to customers within the united states and urgent field safety notice (ufsn) 14-19 was sent to customers outside of the united states in april 2014. The umdc and ufsn are applicable to dimension vista 500 and dimension vista 1500 instruments and are entitled "vista miswired air compressor." The umdc and ufsn informs customers that the affected air compressor assembly is intended to be installed by trained siemens customer service engineers only. There is a risk of injury to the operator if an attempt is made to install a dimension vista air compressor by untrained, non-siemens personnel. The umdc and ufsn instructs customers to notify the siemens healthcare diagnostics customer care center if an air compressor has been delivered to their laboratory or is delivered in the future so that arrangements can be made for installation by a siemens healthcare diagnostics customer service engineer.

Event description:
The operator of a dimension vista 1500 instrument was replacing the air compressor following instruction from a siemens customer service engineer, and the new air compressor caught on fire and emitted smoke. The operator extinguished the air compressor and turned off the power to the instrument and unplugged it from the wall. There were no reports of injuries or adverse health consequences due to the air compressor catching on fire and emitting smoke.